Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -medium and a strong friction between the vessel and the sheath occurred. The physician was complaining about strong friction during maneuvering. He thought it was because of the coating which is not that slippery like at agilis. Additionally, the braiding below the coating works like small re-hooks which makes it difficult to maneuver the second sheath as well. The surgery was not delayed due to the reported event. The procedure was successfully completed with no patient consequences. This was assessed as a MDR reportable ¿sheath shaft rough¿ product malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) evaluation was performed for the finished device 00001653 number, and no internal action related to the complaint was found during the review. Based on the DHR, the 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).